Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose of 421 mg/dl and the insulin pump was not working. Customer¿s current blood glucose value is 165 mg/dl. The customer experience symptom related to high blood glucose was nausea. The customer treated with the manual injection. Troubleshooting was done for high blood glucose and under delivery. The drive support cap appears normal. The customer also states had received no delivery alarm and advised to change entire set. The customer was neither in the emergency room, nor admitted into hospital as a result of high blood glucose. Based on customer report customer does allege pump was under delivering. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump was received with detached end cap. Unable to confirm under delivery or perform the deliver accuracy test, self test, unexpected restart error test, displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery tests due to end cap anomaly. Pump passed stop current test and run current test. The information provided in the section of concomitant product with the initial report was incorrect. The correct information has been included with this report.